Event description:
It was reported that the patient presented for implant procedure. During surgery, it was discovered that the right ventricular lead helix would not extend. The procedure was completed with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with bent helix and clogged with blood. X-ray examination found the inner coil inside the connector region was overtorqued and the helix was bent/ damaged consistent with procedural damage. The cause of helix mechanism issue was due to helix clogged with blood, overtorque of the inner coil and damaged helix.